Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Correction: section a2 - the date of birth should have been (B)(6)1957 instead of(B)(6), 2022.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker to be in backup mode. The patient was then brought into the office and a factory reset was performed resolving the issue. The patient was in stable condition.